Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:40:15. During night drain cycle five, the patient's ultrafiltration reading was 1371ml, indicating the home patient (hp) drained 1371ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was determined to be a one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.